Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned and evaluated by a third-party service center. The internal part of the device was inspected visually and found evidence of visible foam degradation. The customer's complaint was confirmed. In addition, the device was scrapped.